Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a battery short which was believed to have resulted in premature battery depletion.

Event description:
It was reported that the pulse generator reached elective replacement indicator prematurely; nine months post implant.